Manufacturer narrative:
(B)(4): physio-control evaluated the battery from the customer's device and observed that the battery was normally depleted. During testing, the battery performed as expected for a depleted battery. Physio-control performed a clinical review of the reported event and determined that the device use did not contribute to the reported event because the patient was reported to have a downtime greater than ten (10) minutes and the healthcare provider on scene indicated that the reported device issue likely did not contribute to the outcome of the patient. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that during a patient related incident, their device lost power during use. The customer (fire department with bls) was called this unwitnessed cardiac arrest where the patient was found not breathing and without a pulse. The bystanders on scene reported that even though this event was unwitnessed, they believe the patient may have been down for approximately 25 minutes prior to the arrival of the customer. The customer's device was connected to the patient for approximately 14 minutes, when the device lost power. After the device lost power, the als emts who were on scene as well, connected their defibrillator/monitor to the patient to continue care. The patient was showing a non-shockable rhythm and remained pulsless and not breathing. After a period of time attending to the patient, the als emts discontinued care after word from the medical control authority and the patient was pronounced deceased in the field.

Manufacturer narrative:
Physio-control evaluated the device and was unable to verify or duplicate the reported failure. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio further tested the battery assembly which was installed into the device during the event and did observe that one of the cells had a diminished capacity and dropped voltage substantially when an 11 ohm load was used. It is likely that the battery was the cause of the reported failure.